Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
According to the available information, the customer is an experienced user of the peristeen plus system. The customer performed a peristeen check on (B)(6) 2024. No major issues were reported in this peristeen check. The customer used the system on (B)(6) 2024. After 1 pump, the customer experienced pain in the rectum. The customer removed the catheter and pumped up the balloon outside his body. After one pump the balloon inflated to the size of a tennis ball. Customer claimed that he has perforated his rectum due to this which lead to a hospital admission. No further information is available at this time. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.